Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that pyxis had entered critical override because device stopped receiving admit discharge transfer (adt) messages from meditech. A technical support specialist (tss) confirmed that all pyxis related services on the application server were functioning normally, and communication between the server and carefusion coordination engine (cce) remained stable with no errors. Further the tss confirmed that adt and orders for the cocovp facility were current and flowing normally, with historical logs showed that the earlier gap in adt traffic originated from meditech, not from es or cce. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all devices were in critical override. Approximately 32 stations were affected according to hsv. There were no reported network outages, and hospital it (information technology) confirmed that all systems were communicating properly on their end.the customer stated that the reported issue affected the dispensing workflow because patients and orders were not flowing to pyxis, so medications had to be overridden, and patients had to be added manually. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, all devices were in critical override. Approximately 32 stations were affected according to hsv. There were no reported network outages, and hospital it (information technology) confirmed that all systems were communicating properly on their end.the customer stated that the reported issue affected the dispensing workflow because patients and orders were not flowing to pyxis, so medications had to be overridden, and patients had to be added manually. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.